Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula seemed to be broken or it was not the usual size, shorter than usual. Customer's blood glucose was 9.2 mmol/l. Sensor had alarmed a lost sensor alarm. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.